Event description:
It was reported that a palatal (braided polyester filament) implant was implanted into the soft palate on approximately 6 weeks ago. The patient complained of pain and difficulty swallowing, and the implant migrated more than 24 hours after the implant procedure. One implant was removed after it was partially extruded. There was no report of patient injury or permanent impairment. The device was not returned for analysis.

Manufacturer narrative:
(B)(4): the product was not returned to the manufacturer for evaluation. This product was being used for treatment, not diagnosis. Product description: the system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.